Event description:
It was reported during the procedure the sheath hub cap detached onto the dilator making it not possible to lock the mechanism. The procedure was successfully completed. There was no adverse patient side effect reported. No additional information is available.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Manufacturer narrative:
The device was used in treatment. One 14f guidestar steerable introducer sheath was returned from the customer with the dilator. There were no other accessories. Blood was found on and inside the sheath and dilator. The sheath was received back from the customer with the dilator fully inserted. When the dilator was removed from the sheath in order to clean and decontaminate the device, both cap and hemostatic valve disengaged from the handle. Per procedure, the cap is threaded and glued to the hub. The bottom of the hub cap and top of the hub were examined under a microscope and any visible evidence of glue residue on either component was difficult to detect. This could have been due to the cleaning and decontamination process. The device passed all in-process and final inspection steps before shipping to the customer, including visual, mechanical and leak testing. The returned device analysis revealed the hub cap of the sheath did not show visible evidence of glue residue. Although it could of been washed off during the cleaning/decontamination process and there is a possibility that the cap may not have been sufficiently glued to the hub. The lack of glue may have ultimately caused the hub cap to detach from the hub during the procedure performed out in the field. Per destino twist xl steerable guiding sheath shaft assembly manufacturing procedure: assemble the seal and cap per non- peelable sheath final assembly procedure. Using glue dispensing tip place a ring of glue below the seal around the outer rim of the sheath hub. Place the bonded cap (appropriate color) with properly seated seal over the hub and secure it in the sheath assembly fixture. Allow the sheath to remain in the fixture for at least 2 minutes after securing the last sheath in the fixture. After removal from fixture, ensure there is no excess adhesive. For the destino twist xl with threaded cap, use the 3.5 in/lbs calibrated preset torque screwdriver to tighten the cap in place until you hear the click sound. Per destino steerable guiding sheath in-process and final inspection qa procedure: sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. Cap and seal inspection (oc for sigma hub and oi for magnum hub). Register the inspection results into destino steerable guiding sheath sub-assembly qa inspection record. The guidestar instructions for use (IFU) informs the user: avoid subjecting the device to unusual stresses. Handle the steerable sheath with care at all times. No further follow-up is required. Corrective action has been initiated to further investigate this issue. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.